Manufacturer narrative:
The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer received information regarding a simply go mini device. The device was returned to a third-party service center. During visual inspection of the device, the pca was found to be burnt. This report is being submitted for the burnt pca found during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : sent to a third-party service center.